Event description:
It was reported that engaging the non-invasive blood pressure function caused the device screen to blank for about four seconds and the screen started cycling on\off and on. Thereafter, it was reported that the device would not deliver energy after being charged. There was no report of device use on patient with incident.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the power cycling and delivering energy issues. The device was returned to customer for use after confirmation of proper device operation through functional and performance testing.